Event description:
The following has been reported: the pump won't power on, and there is a cassette locked in the pins. Unable to turn the pump on and download the log files. The screen remains black and the leds are only lit when the button is pressed or it's plugged in to charge. Tried a different bracket and same results, the pump did not turn on. No patient harm reported. A preliminary review of the logs was not performed. The device was returned for evaluation. The lcd screen is not damaged. The unit would not power up and log files were not available. The fva and vr had been left in open positions, implying the failure occurred mid infusion. Only after a new som was installed was the unit able to power on. After the new som was installed, the unit is functioning normally. No other damage was identified. Reporting as a conservative measure due to the som replacement resolving the issue during investigation. No adverse effects were reported.